Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300-400 (mg/dl); however, no specific event date was provided by the contact. Customer administered an insulin injection to treat their bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.